Manufacturer narrative:
The customer reported leaking after starting infusion, and returned one sample of material 2420-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused by gravity with water, and the complaint was able to be verified. The leak came from a small pinhole near the upper fitment of the pump segment, in the stretchy silicon tubing. The root cause for the issue is potentially related to clinical practice, and a member of our clinical team was notified. The reported lot is unknown, however, there are 4 potential lot numbers from the sample's smart site ID. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim reported issue: nurse noticed IV tubing was dripping/leaking after starting a levophed infusion. Infusion was running for a few minutes, when the nurse discovered dripping. IV tubing removed and new set hung without complications.